Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress urinary incontinence, nocturnal enuresis, urge incontinence, atrophic vaginitis, cystocele and rectocele, possible tape slipping and dyspareunia. An excision of the mesh and cytoscopy were performed.